Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to concerns of premature battery depletion (pbd). The patient had not attended regular follow-ups nor had remote monitoring. When the patient presented for a follow it was found that the device had reached end of life (eol) battery status. No additional adverse patient effects were reported. This device has returned and analysis is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to concerns of premature battery depletion (pbd). The patient had not attended regular follow-ups nor had remote monitoring. When the patient presented for a follow it was found that the device had reached end of life (eol) battery status. No additional adverse patient effects were reported. This device has been returned and analyzed.